Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was giving a 1104 "backup alarm failed" alarm error while it was in use. The remote service engineer (rse) performed troubleshooting with the customer and confirmed that the 1104 error code was logged in the event log. The rse informed the customer that the manufacturer recommends the following per the service manual: 1. Replace the motor controller (mc) printed circuit board assembly (pcba). 2. Replace the central processing unit (cpu) pcba. 3. Replace the power management (pm) pcba. The customer ultimately replaced the cpu pcba, after which the issue was resolved. The rse went through tera term setup with the customer, and the customer confirmed proper tera term setup. The rse also advised the customer how to reprogram the serial number, and the customer programmed the serial number to the device. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.